Event description:
The customer reported that the "mounting brackets came apart and the monitor fell off the roll stand". No pt or user harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.